Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about a year and a half ago, the patient had a bad fall. Patient fell down a story and a half of stairs. Patient was bruised on 90% of their body, had a bad concussion, and was in the hospital and rehab for 15 days. Patient had the device checked after the fall and was told everything was working fine. After the patient recovered from the fall, if they picked something up, like a load of laundry, they would feel pain on the inside of their leg and when they set the laundry down the pain would go away. The pain felt like it did when the amplitude was too high. A few days before the device died, the pain got worse to the point the patient could walk. Patient turned stimulation off and the pain quit. Patient checked the device a little while later and had the eos message. Patient said they didn't discover the lead was broken until they got in to re place the device. Patient had the system replaced on (B)(6) 2023. Patient said the lead had broken and they moved the device from the right side to the left side and put a new lead in. Patient said this is the 2nd time it was replaced and confirmed the 1st replacement was due to normal battery depletion. Patient has not had their post op appointment yet.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v312656 implanted: (B)(6) 2010 explanted: (B)(6) 2023 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 25-aug-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.